Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on surgical stapling, the first and second stapler were not able to fire. The stapler locked and did not advance the system for cutting and stapling. The physician opened another new stapler to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.